Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements, remaining within normal range. Technical services (ts) recommended obtaining an x rays. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent defibrillation threshold (dft) test in which the shock impedance was 107 ohms. This electrode was explanted and replaced with a new electrode, which remains in service. No additional adverse patient effects were reported. Additional information was received that an insulation break at the proximal end of the coil was noted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements, remaining within normal range. Technical services (ts) recommended obtaining an x rays. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent defibrillation threshold (dft) test in which the shock impedance was 107 ohms. This electrode was explanted and replaced with a new electrode, which remains in service. No additional adverse patient effects were reported. Additional information was received that an insulation break at the proximal end of the coil was noted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements, remaining within normal range. Technical services (ts) recommended obtaining an x rays. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent defibrillation threshold (dft) test in which the shock impedance was 107 ohms. This electrode was explanted and replaced with a new electrode, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.